Event description:
It was reported that the patient had acute uti (urinary tract infection) and cystitis. Urinalysis was performed. Interventions included medical or non-surgical therapy using rocephin - 1gm, ivpb in 50ml ns, cipro - 500mg, 1 tab orally every 12 hrs for 7 days. The patient recovered without sequelae on (B)(6) 2011.

Event description:
Additional information received noted that regarding the event, it was noted as a chronic condition and there was no change since baseline.

Event description:
Additional information received noted the event date as 2011-(B)(6).

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 093-33 lot# v464762, implanted: 2010 (B)(6); product type lead. (B)(4).